Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Dropping or ejected clip the analysis results of the device found that it was received with the jaws partially closed. The firing sequence was completed and one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. The trigger was activated, fed two conforming clips and ejected the remaining eight clips. A possible cause for the dropping or ejected clips is the application of excessive silicon during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fed into the jaw properly. Another device was used to complete the procedure. There were no adverse consequences for the patient.